Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, mitraclip was inserted into the body and the physician felt that the clip had been miskeyed. Mitraclip was able to be steered below the valve on the medial side of the first clip and the clip was relaxed to 30-40 degrees. Trouble shooting was performed but it was unsuccessful and the clip was still relaxed. The physician decided to deploy the clip. The final mr was grade 1-2. All steps were followed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported unintended movement (sleeve steering issue and clip open while locked). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, mitraclip was inserted into the body and the physician felt that the clip had been miskeyed. Mitraclip was able to be steered below the valve on the medial side of the first clip and the clip was relaxed to 30-40 degrees. Trouble shooting was performed but it was unsuccessful and the clip was still relaxed. The physician decided to deploy the clip. The final mr was grade 1-2. All steps were followed as per IFU. There were no adverse patient effects or clinically significant delays reported.